Event description:
It was reported that the user unlocked the ilet while connected and was on the fill tubing screen with 2.9 units delivered after an incomplete fill tubing alert, and they were instructed to disconnect and then later reconnected, with blood glucose of 244 mg/dl; the event involved user technique during fill tubing while connected through the infusion set and tubing, with the relevant component being the tube. The user was advised to monitor closely due to inadvertent insulin delivery. Symptoms included hyperglycemia. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed no device problem found, and a usage problem was identified, characterized as an improper or incorrect procedure during the fill process involving the tube. It was concluded, based on previously established findings for similar reports, that the cause was failure to follow instructions and that an unintended use error contributed to the event.